Manufacturer narrative:
The reported event of a deformed, bulbous deployment was confirmed. Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. A CAPA was initiated for further investigation and did not identify a product quality issue. However, corrective actions to further enhance performance are being pursued per internal operating procedures.

Event description:
On (B)(6) 2020 an amplatzer occluder was selected for a procedure. When the product was opened, the left disc of the occluder expanded. During implantation, the shape of the occluder did not open well, and the left disc expanded. During the procedure the physician used a different occluder (9-pfo-025, a000006093, 7639654) the procedure was successfully completed with no patient effect.